Event description:
It was reported that the patients right hip was being revised due to instability. The surgeon commented that there was not enough offset and there was not enough antiversion in the cup. The original plan was to remove the proximal cone body to add more offset. The locking bolt had to be removed prior to attempting to explant the proximal body. The body stem separator broke while trying to explant the proximal cone body so the restoration modular stem remained implanted. During the attempt to reimplant the locking bolt, the locking bolt broke so the femoral stem construct remained implanted with part of the broken locking bolt. The detached piece of the locking bolt was removed.

Manufacturer narrative:
Additional information has been requested. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event reporting instability due to a cup malposition resulting in revision involving a securfit shell was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported instability determined due to the minimal information received.

Event description:
It was reported that the patients right hip was being revised due to instability. The surgeon commented that there was not enough offset and there was not enough antiversion in the cup. The original plan was to remove the proximal cone body to add more offset. The locking bolt had to be removed prior to attempting to explant the proximal body. The body stem separator broke while trying to explant the proximal cone body so the restoration modular stem remained implanted. During the attempt to reimplant the locking bolt, the locking bolt broke so the femoral stem construct remained implanted with part of the broken locking bolt. The detached piece of the locking bolt was removed.